Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to moisture on the force sensor. Unable to conduct the prime or occlusion tests due to the motor error alarm. The motor was tested outside of the device and it passed. The pump had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 185 mg/dl. Troubleshooting for the alarm was performed. Customer advised that the drive support cap is loose. Customer was advised that during the seating the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.